Manufacturer narrative:
(B)(4)

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 9:57 p.m., a sample from the patient was tested on the meter and the result was 4.9 inr. The patient then reported this result to his independent diagnostic testing facility (idtf). The patient was uncomfortable with the high result, so he tested a sample from a new finger at 10:14 p.m. And it resulted as 3.4 inr. The patient reported this result to his idtf on (B)(6) 2018. The patient noted that he squeezed his finger a bit more when performing the first test. The patient adjusted his own coumadin dose based on the meter results and had not spoken to his doctor. The patient's coumadin dosage was not changed since last tested. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. The patient does not take heparin or direct thrombin inhibitors. The patient has had no additional medications. The patient's diet has not changed significantly. He does not have any special or unusual diet. The patient noted that he makes sure not to ingest too much vitamin k. The patient has had no additional illnesses and no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 266834-21) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.